Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an open reduction internal fixation (orif) when the surgeon was fixing a tibia and was drilling for a 3.5 cortex screw, the drill bit broke off and a portion remained in the patient's bone. The surgeon then put the cortex screw in and tried to remove the cortex screw and had difficulties backing it out using an unknown screwdriver, so the surgeon drilled over the opposite end of the cortex screw and a portion of it broke. There were fragments but the screw fragments were removed and all of it came out. There was a surgical delay of five to ten (5-10) minutes. The patient outcome was unknown. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 2 of 2 for (B)(4).